Event description:
It was reported that the patient's right ventricular lead exhibited high out of range pacing impedance. The lead was capped and replaced on (B)(6) 2022. The patient condition was stable post-procedure.